Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless foot switch charging cable was defective on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.